Manufacturer narrative:
The fine traction device has been sent to montgomery manufacturing for evaluation. The investigation of this event is currently in process. A follow-up report will be submitted once additional information becomes available.

Event description:
The user facility reported that during a patient procedure the fine traction adjustment wheel separated from the device. A steris account manager was present for the procedure and assisted the facility in utilizing a second fine traction unit which was staged nearby. The surgery was successfully completed without further incident. No injuries were reported in association with the event. A procedural delay was reported due to the exchange of the fine traction device.

Manufacturer narrative:
The fine traction device was returned to montgomery manufacturing for evaluation. The evaluation shows that excessive force was applied by the user to the crank handle of the fine traction device which caused damage to the device. Steris has confirmed that this is an isolated event. The facility was able to utilize a second fine traction device which was staged nearby and the surgery was successfully completed without further incident.